Event description:
Pt undergoing left knee surgery. While using the hook knife in the pt's left knee, the instrument broke into 3 pieces. Two (2) pieces were in pt's knee, and the dr removed them and proceeded with the procedure. No apparent residual negative outcome to pt.